Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) indicated that this patient was implanted for constipation and irritable bowel. The patient had cancer and underwent a bowel resection and now suffers from diarrhea. The caller reported that during this the patient lost a lot of weight, he was unsure how much, but the patient now weighs only (B)(6) and the implantable neurostimulator ( ins) was pressing on her bones and back and she wanted to have it removed. The caller was unfamiliar with how to remove the device and the patient's managing physician has left. The hcp indicated he could remove the device, but unsure about the lead wires. The caller stated that he would not be performing the surgery for a month or more until the patient is "built up". The patient's indicators were fecal incontinence gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.